Manufacturer narrative:
A follow up will be submitted when additional information becomes available.

Event description:
Only the two words "error head" were reported. Complaint number: (B)(4).

Manufacturer narrative:
Initially only two words "error head" were reported and the device was directly involved in the event. The affected (sn#(B)(6)) drive is part of the fsca-2019-11-11 an was sent to rastatt under RMA#41691 for investigation.while inspection after repair by manufacturer the failure "head error" occured. Only the rf drive was sent in for fsca and repair. Only the function of the drive was tested. The failure was identified as a hot plug failure. After repair no safety or function defects were detected (see service protocol from 2020-08-19). Thus the reported failure "head error" could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The DHR for the rotaflow drive unit (material: 70102.2161, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2020-08-10. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The event occured during inspection regarding the fsca-2019-11-11 and caused the complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).